Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.6, re-test: 3.x, lab: 2.8. Lab testing was done on the same day within an hour of meter testing. No patient information was provided.